Event description:
Customer reports 1 fiber leak occurred in the middle of treatment on reuse number 19. Confirmed with hemastix. Treatment was continued with new dialyzer. No pt injury or medical intervention reported.